Event description:
It has been reported to philips the device fails self-test. No patient involvement.

Manufacturer narrative:
Philips received a complaint about a malfunction in the defibrillator, and the rse was tasked with conducting remote troubleshooting. As per the user's report, the defibrillator exhibited a malfunction in the form of an audible alarm following functional verification. However, since the device was actively in use during the reported incident, the rse requested access to the device's data logs and patient event files, which were not provided. Despite multiple attempts, the rse was unable to contact the customer by phone to further address the issue. Based on the available information, the potential cause of the reported problem was a potential component failure. However, the inability to access the original device (sn (B)(6)) for investigation compounded the challenge in confirming the reported issue and its root cause. The rse ordered a new device, which was shipped to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.